Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscal repair surgery, after deployment of t1 of the fast fix 360, the t2 deployed prematurely. The t1 was removed from patient. A backup device was available to complete the procedure with no delay or other complications.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was received outside of original packaging with the t1 anchor detached from the needle. The t2 anchor was as manufacturer intended. The deployment needle is in the t2 pre-deploy position. A functional evaluation revealed the device functioned as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.